Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 204-70-00 - tibial stem ext. Screw. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 200-02-38 - three peg patella 38mm. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.

Manufacturer narrative:
D10: concomitant devices are unknown. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 128 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, right knee arthroplasty failure, arthrofibrosis, instability, and severe osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.